Event description:
Pt sustained a small burn on the lip during maxillofacial surgery. Hand piece of air driven drill overheated during use. Product returned to MFR; who sent back a report describing worn out bearings that were replaced. Considered normal wear. 11/8/94 physician reports on follow up office visit that 1cm burn area healed without add'l treatment.